Event description:
Employee reported the hcp was testing baclofen in the pump to help relieve pt spasticity. The pt was hospitalized due to the bolus test. The test medication was removed from the pump. One week following this event, the hcp performed a rotor study which showed everything was fine. They then performed a catheter dye study. The physician was unable to withdraw csf but continued the dye study. Within approximately 1 minute the pt complained of tingling and legs feeling numb. The dye study showed a catheter kink. The pt was programmed to receive 400mic/day and instead received that amount in about 1 minute. The pt began to pass out. By the time the assistant placed the pt in a wheelchair the pt had lost consciousness. Hcp checked the pt's pulse. The pt then began vomiting. Hcp stated this was side effects from the clonidine. A paramedic arrived soon after being called. The pt was reported to have recovered but was hospitalized for a couple of days.